Event description:
The patient with a diagnosis of idiopathic thrombocytopenic purpura (itp) received her first three column treatments on 3/10, 3/12, and 3/14/97 via a femoral line catheter. On 3/14/97 the catheter was removed and the patient discharged. The patient was readmitted and continued column treatment on 3/20 and 3/22/97 via a subclavian line after an unsuccessful attempt had been made to put in a second femoral catheter. It was reported that pre-procedure coagulation times were normal and some post-procedure coagulation times were elevated. A large, inwardly dissecting groin hematoma was noted at the site of the second femoral catheter access site and the patient developed chest pain. These complications were attributed by the attending physician to be caused by a free-floating broken piece of catheter guidewire which was subsequently noticed intravascularly, and therefore felt that column was not implicated.